Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife stopped moving forward on the way of the 1st firing. The device was used on the pulmonary vein. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? No further information is available. Was there any difficulty opening the device? No further information is available. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Manufacturer narrative:
(B)(4). Date sent: 2/10/2022. D4: batch # 333a69. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? => no further information is available. Was there any difficulty opening the device? => no further information is available. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife stopped moving forward on the way of the 1st firing. The device was used on the pulmonary vein. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.